Event description:
It was reported that the patient's left hip was revised due to instability.

Manufacturer narrative:
An event regarding dislocation & instability involving a metal head was reported. The event was confirmed by medical review. Method & results: device evaluation and results: not performed as product was not returned. Clinician review: a review of the provided medical records by a clinical consultant indicated: on (B)(6) 2019 a primary left total hip arthroplasty was performed for which nooperative report is available. On a (B)(6) 2019 consultation it was noted, ¿five weeks status-post left total hiparthroplasty ¿ four days ago ¿ sat down and dislocated left total hip arthroplasty ¿emergency room ¿ IV sedation ¿ closed reduction ¿ dislocated again two days ago ¿closed reduction ¿ today dislocated again ¿ closed reduction ¿ plan revision.¿ on (B)(6) 2019 revision of a left total hip arthroplasty to convert to a constrained liner with a 22.2/plus-3 cobalt chromium head for a pre- and post-operative diagnosis of recurrent dislocation with avulsion of the abductor muscles chronically. The operative report describes spinal anesthesia and use of the previous posterolateral approach. The operative report notes, ¿¿ abductor previously repaired had torn off the posterior corner of the trochanter ¿ posterior capsular repair disrupted ¿ changed to a size v constrained liner with a 22.2/plus-3 head.¿ uncomplicated surgery was described. On (B)(6) 2019 she was seen two weeks post-operative ¿¿ doing well ¿ x-ray ¿left hip functioning well ¿ return six weeks post-op¿. No documented follow-up subsequent to this visit is available. No primary operative report, no x-rays, and no examination of explanted components are available. After three dislocations of well-fixed and properly positioned components, revision to a constrained liner was performed. In addition to the spinal deformity described in the medical records, avulsion of musculature and capsular attachments were described as contributing to the early post-operative instability. There is no evidence that factors associated with implant design, manufacturing or materials were responsible for this clinical event. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion: the investigation concluded that 'after three dislocations of well-fixed and properly positioned components, revision to a constrained liner was performed. In addition to the spinal deformity described in the medical records, avulsion of musculature and capsular attachments were described as contributing to the early post-operative instability.' No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It was reported that the patient's left hip was revised due to instability.